Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that something was stuck in the insertion section of the uretero-reno videoscope. Flushing with water as well as a brush was attempted, but nothing was able to pass the deflection mechanism of the scope. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d8, d9, e4. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign material was stuck inside the channel and corrosion was found at the handpiece. Based on the results of the investigation, it is likely stress and inappropriate material in the device that led to the malfunction. The most probable cause is traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported by customer.